Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:05 (coolant diff failure) error message. Another thermogard console was used to continue the treatment without a significant delay. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response; therefore, the patient's status is unknown.

Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The customer's reported complaint that "the thermogard xp ivtm system (s/n (B)(6)) displayed a tcmid:05 (coolant diff failure) error message" was confirmed in the console's event log and during functional testing. The root cause of the tcmid:05 error was the defective lm 34a/b temperature sensor, attributed to the aging of the device. The thermogard console was manufactured in august 2011 and is 11 years old, well beyond its expected service life of 5 years. During visual inspection, no physical damage was observed. A review of the console's event log revealed multiple tcmid:05 (coolant diff failure) error messages around the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:05 error message, confirming the reported complaint. The defective lm 34a/b temperature sensor was replaced to remedy the fault. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).